Manufacturer narrative:
Product analysis: analysis was unable to confirm that the programmer had problems with printing and storage. Analysis found that the programmer stylus tip position on the touch screen needed calibration. Analysis also noted that the hinge plate was broken, the stylus cable was damaged but still working, the cooling fan was noisy, and errors were found in the software history and log file. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had problems with printing and storage. The programmer was returned for service. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer¿s analysis.